Manufacturer narrative:
The product was returned. Solution is dried on the lens. One haptic is broken in the distal tip. The tip was not returned. The other haptic is bent against the post in the gusset area and broken/torn over the post of the lens case. The optic is tilted in the well area and torn/split against a post and pressed against a second post. A fold test could not be conducted due to the optic damage. The product investigation could not identify a root cause for the complaint of "lens would not unfold in the eye". Optic and haptic damage was observed. A fold test could not be conducted due to the lens damage. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgical coordinator reported that an intraocular lens (iol) would not unfold inside the patent's eye. There was no reported patient impact. Additional information was requested.